Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed dissimilar complaints, where the devices were sitting proud,for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during an anterior cruciate ligament (acl) repair surgical procedure, it was observed that the customer's biointrafix small sheath and biointrafix tapered screw, 7mm x 30mm, broke upon insertion. The sales rep reported that the surgeon impacted the sheath at the wrong alignment and pushed the sheath too far past the 35 mark causing it to break. This was not noticed until the surgeon inserted the screw and it broke. The sales rep reported that the surgeon had prepared a 7.5mm tunnel and the bone quality was hard. The surgeon completed the procedure with a larger screw and sheath in the same bonehole with no delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.